Event description:
Event description cpi received information that, at a follow up visit, this transvenous defibrillation lead demonstrated adequate sensing at 12mv but exhibited impedance >3k, with capture threshold difficult to obtain. The patient did have a recent event that was successfully converted. The physician opted for a lead revision, and saw a fracture near the rate-sense terminal pin. The terminal pin was capped and a new rate-sense lead was implanted.